Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had a broken force sensor was detected during seating or regular delivery alarm. The blood glucose level was 83 mg/dl. The insulin pump had crack on back of the insulin pump and exposed to moisture. Troubleshooting was performed for pump error, damage and exposed to moisture. The customer was advised to discontinue the use of the pump and revert to the backup plan. The product will be returned for analysis.

Manufacturer narrative:
Device received with critical pump error (open book) after battery installation and unable to download due to corroded electronic assembly. Corroded motor assembly noted during visual inspection. Unable to perform functional test including self test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error. Unable to confirm pump error 35 alarm due to critical pump error alarm. Device also received with cracked case(battery tube) and cracked battery tube threads.